Event description:
It was reported that the halogen light head allegedly separated from the spring arm, fell and hit the patient . No injury was reported from the hospital.

Event description:
It was reported that the halogen light head allegedly separated from the spring arm, fell and hit the patient . No injury was reported from the hospital.

Manufacturer narrative:
It was reported that the halogen light head separated from the spring arm, fell and hit the patient . Upon evaluation by the field service technician, this event allegedly occurred as a result of a missing m3 screw. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm; thereby serving to keep the halogen light attached to the suspension. With the m3 screw missing, the safety collar allegedly slid out of position allowing the keeper clip to come loose ultimately resulting in the halogen light detaching from the spring arm.

Manufacturer narrative:
It was initially reported that the halogen light head separated from the spring arm, fell and hit a patient. During the initial report from the hospital, there was no report of any injury to the patient as a result of this event. During the investigation and after further conversations with the or director at the hospital, it was reported that an abrasion was later found on the patient's back. No additional complications were reported for the patient. Based on all the gathered information and the physical inspection and functional testing of the returned light and spring arm, the root cause of the falling light head can be attributed to a missing m3 screw on the safety segment of the spring arm. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm; thereby serving to keep the halogen light attached to the suspension. With the m3 screw missing, the safety collar allegedly slid out of position allowing the keeper clip to come loose ultimately resulting in the halogen light detaching from the spring arm. With no training records on file for any of the biomed technicians at the hospital, and a lack of an existing service contract, it is possible that proper preventative maintenance was not being conducted and could be a contributing factor in this case.